Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing a service wrench. Upon initial evaluation, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to corrupted flash program memory on integrated circuit, designator u2, on the digital pcb assembly. This caused the device to loose internal data to properly control the device.

Event description:
A customer contacted physio-control to report that their device was showing a service wrench. Upon initial evaluation, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.